Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had been disconnected from the ilet due to unavailability of their cgm and, upon reconnecting, experienced persistent hyperglycemia with a reported fingerstick value of 400 mg/dl; the device alerted for high glucose, the user confirmed proper infusion setup with visible insulin through tubing and cannula using a 23 in, 6 mm infusion set, and they were advised to contact their care team for dosing guidance. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of user-reported history, device use conditions, and product-use education and troubleshooting. Investigation of this case revealed elevated glucose while transitioning back onto automated therapy following a period off the ilet, with no device or component malfunction reported and no infusion set or delivery obstruction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management factors during transition and dosing optimization after time off automated control.